Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor drive device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had foreign substance/debris/cleaning/sterilization, a damaged flex circuit, heat, the locking components were damaged, there was component damage, and corrosion/rusting/pitting. It was further determined that the device failed pretest for motor thermistor assessment, noise assessment, and handpiece temperature assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI - (B)(4).

Event description:
It was reported from chile that the motor device did not work. During in-house engineering evaluation it was determined that the motor device had heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: upon further evaluation, it was found that additional failures were observed. It was noted that the motor device was making excessive noise, the assignable root cause of this condition was determined to be traced to improper maintenance. This information does not change the reportability of the complaint and the event of heat will remain a reportable malfunction.